Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, the dentist has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4). ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 18#, its non-osseointegration was observed. The patient presented poor bone quantity/quality (bone type iii) and 70 ncm of primary stability was achieved.